Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and mini cap." The date of how long the transfer set was in place is unknown. There was no patient injury or medical intervention associated with this incident per baxter.